Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple temperature alarms occurred while the pump was being charged. Reportedly, the pump was not exposed to extreme temperatures. Blood glucose (bg) was 342 mg/dl for this event. Additionally, the customer reported a bg level of 42 mg/dl and bg was addressed with crackers. The cause of bg was unknown. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (temperature alarm) was verified and a different issue was identified. Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed. User made bolus requests without entering current bg levels. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.